Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reer1159 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported catheter placement was confirmed by ECG, review shows elevated p-waves as expected. Once c/o PICC not working the second chest x-ray shows the tip of the catheter to be in the brachiocephalic/svc junction. No other information was provided.